Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was ext rinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the helix bent. There is a cut in the outer insulation at 39 cm with minimal blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, there was dislocation of the lead. During inspection of the lead, blood was noticed inside the insulation, and there was insulation damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.